Event description:
Caregiver attempted insertion of fast, device. The attempts was unsuccessful in that he could not release the device on patient. Subsequently he released the device on the training system.